Event description:
A us distributor returned a monitor and reported monitor was intermittently powering up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was intermittently powering on due to a defective j1, causing an intermittent connection with the battery. The root cause for the defective j1 was unable to be positively identified. No adverse event resulted from the damaged monitor.